Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4-5atm within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).